Manufacturer narrative:
(B)(4). Explanted in 2017. Legal concomitant medical products: unknown item, unknown head, unknown lot, unknown item, unknown liner, unknown lot, unknown item, unknown stem, unknown lot. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2018-05029, 0001825034-2018-08935, 0001822565-2018-05031. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient's left hip was indicated for revision approx. 13 years post implantation due to pain and defective implants. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
Reassessed as not reportable upon receipt of additional information, it has been determined that this device did not cause or contribute to the reported event. The initial report was forwarded in error and should be voided.

Event description:
Upon receipt of additional information, it has been determined that this device did not cause or contribute to the reported event. The initial report was forwarded in error and should be voided.